Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak in the instrument channel. The distal end cap (c-cover) was cracked and a non-olympus c-cover. The rubber cover, rubber adhesive, insertion tube, and light guide lens, were non-olympus. The objective lens adhesive was peeling. The light guide tube had buckling. The angulation was low. The up/down and right/left control knobs were loose. The caution, auxiliary, exera, and product labels were peeling and illegible. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, the endoscopic image was cloudy, and the picture was not clear. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation.